Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited oversensing of noise and low pacing impedance. The rv lead remains implanted and there were no patient consequences.